Manufacturer narrative:
The insulin pump was programmed and monitored for 24 hours. The insulin pump passed the displacement test and self test and no unexpected alarms were noted during testing. However, several alarms were noted in the alarm history due to a corrupted history file. All of the buttons functioned properly and no unresponsive button anomaly was noted. However, the insulin pump had corroded keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received multiple alarms on the insulin pump, including button error and unexpected restart alarms. The buttons on the insulin pump were reportedly not responding. Customer stated she was wearing it in her bra. Customer was advised to discontinue use and revert to back-up plan. Her blood glucose level was not known. Nothing further reported.